Manufacturer narrative:
Details of complaint on (B)(6) 2019 customer stated that ay unit's pump inflates but does not deflate. No errors were reported. Service requested: repair. Service performed: repair. Investigation result: the nibp pump failure issue was investigated under irc-nka300083020 and closed in (B)(6) 2017. The cause of pump failure was determined to be cracked diaphragm due to negative pressure at the diaphragm. This is in turn caused by the intake port blockage preventing normal pump operation. The blockage could be of any trigger such as dirt accumulation at the valve. In such cases, the pump is recommended to be replaced. Device was put into service on (B)(6) 2018. Service history shows this is an isolated incident. Service history for this facility shows no other report incidents regarding ay input units. D11 & c2:concomitant medical productse. The following device was used in conjunction with the main bsm unit and was the unit that failed: ay-653p-qm: sn (B)(6) (input unit) the UDI# : (B)(4). Manufactured date: (B)(6) 2017. Age of the device: 23 months returned to nihon kohden: (B)(6) 2019.

Event description:
It was reported that the bedside monitor (bsm) nibp pump (ay-653p-qm) failed during use. The pump would inflate but does not deflate. No consequence or impact to the patient was reported.

Manufacturer narrative:
It was reported that the bedside monitor (bsm) nibp pump (ay-653p-qm) failed during use on a patient. The pump would inflate but does not deflate. No consequence or impact to the patient was reported. The bsm itself was not returned, but the ay-653p-qm input unit sn# (B)(4) which is part of the bsm system was returned for repair. It contained the malfunctioning nibp parts which were replaced. The unit was tested per the operator's / service manual. The unit completed extended testing and operates per the manufacturer's specifications. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 when additional information becomes available. Concomitant medical device. The following device was used in conjunction with the main bsm unit and was the unit that failed: ay-653p-qm: sn (B)(4) (input unit), the UDI# : (B)(4), manufactured date: 08/02/2017, age of the device: 23 months, returned to nihon kohden: 08/01/2019.

Event description:
It was reported that the bedside monitor (bsm) nibp pump (ay-653p-qm) failed during use. The pump would inflate but does not deflate. No consequence or impact to the patient was reported.